Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a black substance was coming off of the device. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the left superficial femoral artery (sfa). During preparation, while the catheter was loaded onto the non-bsc distal protection guidewire, it was noted that there was a black substance coming off. An atherectomy lubricate was used. The guidewire was wiped down and used with another of the same size jetstream catheter to complete the procedure.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. Visual and microscopic analysis was completed. The device showed no damage. The device was functionally tested per the dfu. The device functioned as designed with no issues or errors. A .014 thruway wire was used for testing purposes. As the wire was being inserted it was noticed that the coating was peeling from the wire. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
It was reported that a black substance was coming off of the device. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the left superficial femoral artery (sfa). During preparation, while the catheter was loaded onto the non-bsc distal protection guidewire, it was noted that there was a black substance coming off. An atherectomy lubricate was used. The guidewire was wiped down and used with another of the same size jetstream catheter to complete the procedure.